Manufacturer narrative:
Patient's identifier was not provided. If the requested information becomes available, supplementary report will be submitted. Implant date is not applicable since the product was never placed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Patient's identifier was not provided. If the requested information becomes available, supplementary report will be submitted. Implant date is not applicable since the product was never placed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation.